Event description:
It was reported the hcp had trouble disconnecting the extension from the lead due to overtightening. Additional information received indicated the connector from the lead to the extension was unable to be separated despite the screws being backed out completely during ipg and extension explant/replacement. There was no evidence of malfunction. The surgeon surmised the screws were overtightened at implant. The patient had a bilateral configuration. Only one extension and ipg were replaced. The side that could not be separated (patient's left side) was left in place. The surgeon explained the situation to the patient's parents who indicated the lead would probably have to be replaced anyway as a second opinion had already been sought. The ipg was being upgraded after normal battery depletion. The extension was being replaced as the hcp had decided to go with a stretch coil model extension versus using an adapter and retain the extension. When the difficulty with the setscrews occurred, the lead and extension on the one side were abandoned in vivo. The plan was to return the next day and use an adapter to hook up the existing extension to the new ipg but the plan was denied by the patient post operatively. The explanted devices were not available.